Event description:
Alaris IV pump was programmed to oxytocin at 2mu. Registered nurse (rn) noticed chamber dripping at higher rate and bolusing patient oxytocin. Pump continued to say rate of 2mu. Later, had issues with "brain of the pump". Pump taken immediately out of service.